Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the angio seal device. The following information was provided by the user facility: rep ((B)(4)) received an urgent call from (B)(6) (tech) with report of an angio seal ''stuck'' in a patient while patient was still on table; the device was inserted into the sheath until there was a click (footplate deployed); the dr. Proceeded to pull back on the device to set the plate and when attempting to pull the device and sheath back, the suture did not release and the entire angio seal device remained stuck in the patient; the account was guided to use surgical scissors to clip the sheath and suture between the device and sheath hub; dr. (B)(6) executed the cut without problems and was able to remove the sheath and still use the compaction tube and suture to fully deploy the angio seal; there was not any significant blood loss; the patient did not experience a hematoma; and successful closure performed with the angio seal using the bailout method.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sex and describe event or problem and to provide the device evaluation. One used 6 fr angio-seal vip device was received for product evaluation. Returned with the components of the carrier tube were the polyfoil pouch, arteriotomy locator, hemostatic sheath, guidewire, and the bypass tube. The returned components were subjected to gross visual analysis. The carrier tube was cut into two pieces; one still attached to the device cap and roughly 5.7695" of the main body of the carrier tube which was not attached to the device cap. The suture appeared to have been removed from the carrier tube and was cut into two pieces. The proximal piece of suture with the clear shrink-wrap marker was measured to be 1.922" while the second distal piece with the black marker was 2.138". The condition of the carrier tube assembly and suture is consistent with the user applying the bailout technique to the device when suture lock up is experienced. Additionally, the device cap was in the rear lock position and not mated with the hemostatic sheath. However, there was a circular pattern of blood around the proximal hole for the hemostatic sheath indicating that the bypass tube was likely once properly mated with the hemostatic sheath. A microscopic photograph of the portion of the carrier tube attached to the device cap revealed a portion of the suture was still present with significant amount of dried blood like substance present. The dremmel was then used to cut down the device cap to expose the tensioner to identify what issue had occurred. However, during this deconstruction, the tensioner was damaged with the dremmel and the cause of the suture lock up could not be determined. The root cause of the suture lock up remains unknown due to the damage sustained to the device cap however, a likely cause would be blood like substance seizures, which is supported by the presence of a significant amount of blood in the proximal portion of the carrier tube, which may have interacted, with the mechanism of the tensioner. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information received on july 11, 2017. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.